Event description:
It was reported that during central processing, that the cadiere forceps was found to have a broken/frayed cable. There was no report of patient involvement. Intuitive surgical inc. (Isi) made multiple follow-ups attempts to obtain additional information. It was confirmed that the instrument issue occurred outside of a surgical procedure and not while in use during a procedure. Therefore, there was no result of fragments falling inside a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of the frayed grip cables is attributed to a component failure. An additional observation not reported by the site was identified. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.648" was found to be broken off. The broken piece was not returned. The root cause of broken instrument grips -tip is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 471049-07 /n10201117 0485 associated with this event has been performed. Per logs, the cadiere forceps was last used on (B)(6) 2021 on system (B)(4), with 13 lives remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.